Manufacturer narrative:
Pump monitored for several days and no blank display noted. Unit received with all operating currents within specification and passed the unexpected restart error test and displacement test. Pump passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. No damage on the lcd isolation tape noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had blank display. The customer blood glucose level was over 400 mg/dl at the time of incident and the current blood glucose of the patient is 202 mg/dl. Customer stated that display did not returned after troubleshooting. Customer treated with manual injection. Troubleshooting was performed for high blood glucose. The product will be returned for analysis.